Manufacturer narrative:
Product has been requested but as of to date no product was available for testing. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional information become available a follow-up report will be submitted. Follow up 1- 3 catheters were returned for evaluation. It was determined that the catheters were draining and the eyelets were without fault. However, it was found that the catheters were folded and the material of the product was broken which can cause the catheter not to drain. The customer was advised not to fold the catheter.

Manufacturer narrative:
Product has been requested but as of to date no product was available for testing. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information become available a follow-up report will be submitted.

Event description:
(B)(4).according to the information received, a user reported that a catheter was not draining.

Event description:
(B)(4).according to the information received, a user reported that a catheter was not draining.